Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during dwell 3. The home patient (hp) had 2 bags connected. The hp stated that the unused line clamps were left open. The alarm cleared. The baxter technical representative (tsr) referred to registered nurse (rn). The hp will complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the home patient (hp) having system error (se) 2240. The pd rn was not aware of the alarm. The pd rn stated that the hp has been very careless for her therapy lately and un-willing to be re-trained for therapy. However, the pd rn would try to get the hp to re-train and follow proper protocol for therapy. No further information was provided. There was no injury or medical intervention reported.